Event description:
From staff: biopsy needle did not pass test run when attached correctly. Would not "fire". Needle info: eviva stereotactic guided breast biopsy system biopsy device: petite size, lot e25j29rj, exp 9/29/2027.